Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced blank display, motor error alarm, motor position encoder error, weak battery, failed battery test, battery out limit, check settings alarm and off no power alarm. The customer's blood glucose value was 136 mg/dl. The customer reported the drive support cap to appear normal. The customer mentioned that he went through airport metal detectors but not through the scanner. The product was returned for analysis.

Manufacturer narrative:
The insulin pump had currents in specification. No unexpected battery out limit, weak battery, failed battery, or unexpected battery power loss. No blank display noted. The lcd board was ok. The device passed the rewind, basic occlusion, prime, and displacement tests. The device had a stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No motor position encoder error alarm on alarm history screen noted. The device had a minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.